Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) who encounter the issue replaced the power cable cord and the main board and completed the pm and calibrated the unit. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that the cs300 intra-aortic balloon pump (iabp) had a broken connector on the main pcb and the power cable had some cosmetic damage. There was no patient involvement and no adverse event reported.